Event description:
Customer's friend called in to report that customer is deceased. Customer was initially hospitalized in 2003 due to low insulin. Customer was in the hosp for 11 months, and in a coma for 10 days. Customer was released in 2004. Customer passed away in july 2004. Caller did not have the pump on them so troubleshooting was not done.